Event description:
Additional information received on 10/7/2024: this was discovered during an ankle orif procedure. The suture shredded in the patient during insertion, and all fragments were removed. The case was completed using an ar-8925ss syndesmosis tightrope xp. The case was delayed five minutes without additional anesthesia.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-8925t syndesmosis tightrope xp suture on the implant was shredded thus compromising the implant. The patient was not affected. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.